Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial # (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2026; product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving un known morphine drug via an implantable pump for spinal pain indications. It was reported that they put the new pump in and primed the pump and everything was standard treatment. The next day the patient presented to the clinic in severe fulminant withdrawal and horrible pain. The caller thought maybe something went wrong when they primed the catheters. They gave the patient some oral medication and the patient stabilized after a couple days. They did really well with a minimal dose of oral medication for a while. After about a week to 10 days, the patient came back in again in the same exact situation, horrible withdrawal and horrible pain as if they were not getting therapy. They had to go to much larger doses of oral medicine to reduce the withdrawal symptoms and get things manageable. They ended up setting the pump to minimum rate this way at least clinically they would have all the control because they felt the pump was a bit unpredictable at that point to tell them how much they were getting or not. They thought maybe they bagged a catheter in the surgery, tied a knot around it, or there was a kink or something. They brought the patient for a dye study and the dye study showed the catheter looks great, there is no leaking anywhere, good flow in the csf, and they were unable to clear it. The catheter is functioning perfectly and the pump is functioning properly. The only other explanation is that something is wrong with the pump or the patient has become super tolerant to the drugs. They gave him the same dose post op as they did just prior to that and he had no symptoms. Physician states that he is going to see the patient in a week and will access the reservoir at that point to see if he is able to withdrawal the expected amount. Additional information was received from the manufacturer representative (rep) stating the cause of the withdrawal symptoms were not determined. There was a device and/or therapy issue. The pump and catheter were replaced. The issue is resolved as the patient is not reporting symptoms at the moment.